Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: balloon-expandable versus self-expanding valves in patients with prior surgical mitral valve replacement undergoing transcatheter aortic valve replacement.

Event description:
The article, "balloon-expandable versus self-expanding valves in patients with prior surgical mitral valve replacement undergoing transcatheter aortic valve replacement", was reviewed. The article presented a observational retrospective multicenter study to analyze and compare periprocedural complications and clinical outcomes in patients with severe aortic stenosis and preexisting surgical mitral valve (mv) prosthesis undergoing transcatheter aortic valve replacement (tavr) with either balloon-expandable (bev) or self-expanding valves (sev). Devices included in the study were corevalve/evolut, portico/navitor, symetis/acurate, allegra, centera, sapien, and myval. The article concluded in patients with preexisting mv prostheses, tavr was safe and effective regardless of the thv type. Nevertheless, the use of bevs resulted in a greater rate of device success driven by lesser thv embolization and residual aortic regurgitation. [The primary and corresponding author was lluis asmarats, hospital de la santa creu I sant pau, sant antoni m. Claret, 167, 08025, barcelona, spain, with corresponding email: lasmarats@santpau.cat]. The time frame of the study was from 2008 to 2023. A total of 243 patients were included in the study, of which 22 (9.1%) received an abbott device. The average age is 77.4 years, and the majority gender was female. Comorbidities included hypertension, diabetes, atrial fibrillation, myocardial infarction, prior coronary artery bypass graft, stroke, peripheral artery disease, and prior pacemaker.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation, myocardial infarction, prior coronary artery bypass graft, stroke, peripheral artery disease, and prior pacemaker. Complications reported included surgical intervention (valve-in-valve, pacemaker), unexpected medical intervention (post-bav), stroke, bleeding, aortic valve regurgitation, transient ischemic attack, valve underexpansion, valve migration, paravalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: balloon-expandable versus self-expanding valves in patients with prior surgical mitral valve replacement undergoing transcatheter aortic valve replacement.